Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient therefore an evaluation of the device cannot be performed. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient requested ankle arthroplasty due to left ankle arthritis. Routine anti-infection treatment was given after the operation. There was no obvious redness, swelling or exudation at the incision, and the sutures were not removed when the patient was discharged from the hospital. After discharge, incision exudation gradually occurred. The patient was admitted to the hospital for debridement. After the debridement, there was still partial exudation from the incision. Regular dressing changes have been carried out.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient requested ankle arthroplasty due to left ankle arthritis. Routine anti-infection treatment was given after the operation. There was no obvious redness, swelling or exudation at the incision, and the sutures were not removed when the patient was discharged from the hospital. After discharge, incision exudation gradually occurred. The patient was admitted to the hospital for debridement. After the debridement, there was still partial exudation from the incision. Regular dressing changes have been carried out.